Event description:
Incident. Anticipated. Serious injury. Required intervention. This is a spontaneous case report received on 26-jul-2016 from a physician in (B)(6). It refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2016. The physician reported she had to remove essure micro insert hysteroscopically from left fallopian tube on (B)(6) 2016 as it had come out from the tube. Follow-up received on 27-jul-2016: (B)(4). Company causality comment this medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) micro insert removed hysteroscopically from left fallopian tube as it had come out from tube. This event is listed in essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement includes an expulsion into the uterus/cervix or out of the body. In this particular case, the event was diagnosed and treated approximately 4 months after essure placement. Although the exact mechanism of this event was unknown, given its nature causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. Follow-up information and a product technical analysis are being sought.

Manufacturer narrative:
Follow-up received on 08-sep-2016. Quality-safety evaluation of ptc: (B)(4). As of sep 05, 2016, the rqu has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by the rqu in the future, a child case will be opened and an investigation will be completed on the returned device. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Follow-up received on 12-sep-2016 after follow-up attempts, no response was obtained. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-sep-2016 for the following meddra preferred term: device expulsion. The analysis in the global safety database revealed 196 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) micro insert removed hysteroscopically from left fallopian tube as it had come out from tube. This event is listed in essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement includes an expulsion into the uterus/cervix or out of the body. In this particular case, the event was diagnosed and treated approximately 4 months after essure placement. Although the exact mechanism of this event was unknown, given its nature causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Follow-up information could not be obtained.

Manufacturer narrative:
Data correction: the product code knh was changed to hhs.